Manufacturer narrative:
Product ID 8703w, lot # l35840, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
It was reported that this patient's catheter broke and a new catheter was required. No further information was provided and no patient symptoms were reported. It was not known what drug this device system delivered. Additional information has been requested, but was not available as of the date of this report.